Event description:
It was reported that the bronchofibervideoscope has an image problem; the image is of bad quality. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation results. New information added to the following fields: e2, e3, h3, h4, h6, h11. Corrected fields: d9(date returned to manufacturer). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation the root cause could not be determined. Olympus will continue to monitor field performance for this device.